Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "residual insulin remaining in the cartridge (unusable)"no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with approximately 140 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. The customer filled a new cartridge with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer experienced a blood glucose (bg) level of 42 mg/dl. Cause of low bg was unknown, however, customer reported changes in activity level which may had impacted bg level. Customer was exhausted and drowsy, and required assistance addressing bg level with food.